Event description:
It was reported by a caregiver (father) that the patient experienced cyanosis of the lips and sleepiness after completing synclara therapy. There was no allegation of a device malfunction, and no medical intervention was required. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported by a caregiver (father) that the patient experienced cyanosis of the lips and sleepiness after completing synclara therapy. There was no allegation of a device malfunction, and no medical intervention was required. The patient is an 11-month-old female with a medical history of infantile spinal muscular atrophy type 1. On (B)(6) 2023, the caregiver was trained on use of the synclara device and patient therapy was initiated. On the morning of (B)(6) 2023, the caregiver provided therapy to the patient with the synclara device on the low preset straight through 16 breaths. The patient¿s prescription indicates 4 cycles of 4 breaths, but the caregiver reported they did not recall being shown this during device training. Once therapy was completed and the mask was removed, the caregiver noted the patient had blue lips and believed she was tired post-therapy as she was acting sleepier than normal. The patient returned to baseline after approximately 1 hour. Per the caregiver, no error codes were noted on the synclara device. The patient¿s physician was made aware of the incident and the caregiver was instructed to monitor the patient and to hold use of the synclara device until the patient¿s appointment on (B)(6) 2023. The baxter respiratory clinician instructed the caregiver to contact baxter prior to use for setting adjustments/re- education/assessment on breaks. On (B)(6) 2023, the baxter respiratory clinician received information from the trainer stating the patient did not show signs of distress and there was no pulse oximeter in the home at the time of the reported event and the physician was made aware of this. The physician recommended the caregiver obtain a pulse oximeter prior to device retraining. The trainer provided the physician recommendations on device settings and an updated prescription was received from the physician; however, the patient was currently hospitalized for rsv and changes to the device settings could not be completed. The trainer was advised to hold on completing setting changes and to contact baxter for direction prior to retraining the family. On 0(B)(6) 2023, the caregiver was informed by the baxter respiratory clinician that device retraining would be rescheduled after the patient was discharged. The caregiver verbalized understanding. Of note, the updated prescription and device setting changes will be reviewed with the trainer by the baxter clinical support team to verify understanding of the required changes and setting adjustments prior to the family being retrained. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system is intended to deliver therapy to the population of pediatric to adult patients in both acute and home care settings. Adult supervision is required to use the therapy on children. If at any time during the therapy, the patient shows signs of distress, immediately remove the patient circuit from the patient and stop the therapy. Have the patient attempt to cough spontaneously and examine the patient¿s airway for mucus. If necessary, use suctioning devices as directed by the physician. In this event, the patient¿s lips became cyanotic followed by sleepiness after completing synclara therapy. Although the patient did not require medical intervention, the event is considered temporarily life-threatening in the setting of the patient¿s age and medical history, concluding a serious injury occurred. The cause of the event is likely related to therapy intolerance and use error as evidenced by the caregiver reportedly completing 16 breaths/cycles as opposed to the prescribed therapy of 4 cycles of 4 breaths. Device retraining will be completed with the caregiver after verification of understanding of the prescription and device settings is obtained from the trainer.